Event description:
Boston scientific received information that during the implant procedure, the right ventricular (rv) lead perforated the heart wall which resulted to cardiac tamponade. The physician drained the pericardial sac. The rv lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.